Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, DRAWER 6.2 WAS NOT DETECTED ON THE BUS. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 09-JUN-2017 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER FAILED. A FIELD SERVICE ENGINEER INSPECTED THE DEVICE AND REPLACED CUBIE CONTROLLER, MODULE BOARD, AND RETRACTOR BAND. CONFIGURED DRAWER 6-2 AND VERIFIED FUNCTIONALITY IN DIAGNOSTICS AND APPLICATION. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, drawer 6.2 was not detected on the bus.The customer reported that there was a delay in patient care.As per part investigation, it was determined that the reported drawer failure was caused by thermal damage to the ASSY RETRACTOR DWR HH CUBIE, which compromised drawer communication and control, resulting in loss of drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Identifier (UDI).PART ANALYSIS:The reported condition of ¿Drawer 3.1 failed storage¿ was confirmed by field service engineer, (FSE)and subsequently confirmed in the DCHU testing and inspection process. According to WO 02119143, the BD Field Service Engineer (FSE) reported that Drawer 6-2 did not appear in diagnostics. The FSE replaced the cubie controller board, but the drawer was still not detected. The FSE then removed the drawer and replaced the Pyxibus module controller (PMC) board and retractor band. After configuring the drawer, the FSE verified that it was detected and functioning properly.During DCHU Visual Inspection: P/N (b)(4): The drawer controller part was received with no signs of physical damage, fluid ingress or missing components. P/N (b)(4): The part PMC board was received with no signs of physical damage, fluid ingress or missing components. P/N (b)(4): The part ASSY RETRACTOR DWR HH CUBIE was received with signs of thermal damage, as it had overheating marks from contact between copper filaments. During DCHU Testing: P/N (b)(4): DMM and functional testing determined a properly functional part. P/N (b)(4): DMM and functional testing determined a properly functional part. P/N (b)(4): Since thermal damage was detected on the ASSY RETRACTOR DWR HH CUBIE, no testing was carried out. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint is thermal damage on the ¿ASSY RETRACTOR DWR HH CUBIE¿ that generated a condition that compromised the communication and control of the drawer.